Event description:
A nurse reported toxic anterior segment syndrome (tass) was observed on the one day postoperative visit following cataract surgery. Additional info received from the customer indicates that the surgeon used a 2.7 mm clear corneal, temporal incision. One day postoperative examination revealed dense fibrin consolidated in the anterior chamber with two plus (++) anterior chamber cells. This is one of fifteen medical device reports for this event, the first of three instrumentation/custom pak reports.

Manufacturer narrative:
Custom pak: the customer's complaint history was reviewed for the period of one year, this is one of three complaints reported for this issue. The custom pak lot number for this complaint is not known; therefore, lot history and DHR review not possible. A sample was not returned for this complaint. This product is terminally sterilized prior to release. Unspecified surgical blade/knife product: no samples were returned for evaluation; therefore, the condition of the product could not be verified. Product history records could not be reviewed because the reporter did not provide a lot number of any identification traceable to the mfg documentation. Unspecified surgical consumable product: the customer's complaint history was reviewed for the period of one year; this is one of three complaints reported for this issue. The finished goods lot number for this complaint is not known; therefore, lot history and DHR not possible. A sample was not returned for this investigation. The root cause could not be determined. (B)(4).